Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The precise cause for needles not retracting easily during evaluation. The mating part (needle) was not returned. Used an ar-13995n/lot# 111458823 needle during evaluation. Based off the information provided, the most likely cause of the reported failure is wear and tear.

Event description:
It was reported during a shoulder arthroscopy procedure the needle would not advance and became jammed inside the instrument. It was replaced with another hand instrument and the case was continued. In addition the shaver started working intermittently while in use. It was also replaced and the case was completed with no further issues. The patient is fine to date.